Event description:
It was reported that the ventilator during treatment began to auto peep (positive end expiratory pressure). The peep increased to approx 30 cm h2o from set 3 cm h2o. There was no pt injury.